Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. There was blood present in the shaft of the device. The collar was partially detached. At the most distal end of the collar, the shaft was partially detached and torn. The ends of the detached shaft are damaged and slightly twisted. The jagged edges of the detached shaft indicated that the device was likely kinked and rotated with force during handling of the device.

Event description:
Reportable based on device investigation completed on 13feb2022. It was reported that the catheter was kinked. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the catheter was kinked. The procedure was completed with another of the same device. There were no complications reported and the patient is stable. However, device investigations revealed that the collar was partially detached.